Event description:
Patient on IV medication with diprivan transferred to MRI pump in the MRI suite. Rate set at 18 ml per hour and total volume to infuse was set at 35 ml. Rate and volume settings on pump verified per other personnel. IV bottle contained approximately 60 ml. After about 15 minutes patients heart rate started to brady down in the 40¿s. At this time personnel entered the MRI room, looked at the pump and saw that the diprivan bottle was empty. Pt was removed from MRI room and patient did not have a pulse and heart rate per monitor 32, code started. It appeared bolus of diprivan was given by a possible malfunction of the MRI compatible infusion pump.